Manufacturer narrative:
Our field service engineer performed investigation and confirmed that the air filter was leaking. The air filter was replaced. The ventilator then passed pre-use check and was cleared for clinical use. No parts were returned for investigation. The air filter is located between the compressor and the ventilator. A leaking air filter will be detected during pre-use check. There is no ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).